Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported events of ¿a birads 3 nodule¿, ¿the volume of left side breast increased¿ and ¿sensibility upon touch.¿ later healthcare professional reported patient experienced the events of ¿edema + pain + functional limitation and node in left breast¿ and ¿breast swelled again, and the breast is painful¿. Additionally patient reported left side "device turned around in a clockwise direction," "peri-implant collection of liquid," and capsular contracture baker grade unknown. Device remains implanted. This record is for the left side.

Event description:
Patient reported events of ¿a birads 3 nodule¿, ¿the volume of left side breast increased¿ and ¿sensibility upon touch.¿ later healthcare professional reported patient experienced the events of ¿edema + pain + functional limitation and node in left breast¿ and ¿breast swelled again, and the breast is painful¿. Additionally patient reported left side "device turned around in a clockwise direction," "peri-implant collection of liquid," and capsular contracture baker grade iii. Left side device has been explanted.